Manufacturer narrative:
Investigation: anti-coagulant (acda), (B)(6) normal saline fluids were used, and fresh frozen plasma (ffp) was used for replacement fluid. Per the customer, the rn initially entered the hct level of (B)(6) in the cobe spectra machine,which was the patient's hct level prior to the transfusion. The patient was undergoing continuous dialysis and she had to share the same catheter. The machine was checked out at the customer site by a terumo bct service technician and was found to function within manufacturer's specifications. A saline run was performed with no issues found. The customer used the machine after the service check and hemolysis did not occur. Root cause: the disposable set was unavailable for specific root cause analysis. The service check of the machine indicates that the system operated as intended. Based on customer comments, (B)(6) units of rbc was given prior to the treatment and the rn entered the last known hct of (B)(6). However, this incident is likely not a spill over because increasing the hct to (B)(6) then to (B)(6) did not change the interface. Additionally, the rn stated that she did not see packed rbcs but saw tinged plasma in the waste bag similar to someone with ttp. Root cause for hemolysis is in conclusive but it is possible that the hemolysis is related to the patient disease st....

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a dialysis patient in ICU was undergoing a therapeutic plasma exchange (tpe) procedure and they observed pink tinged plasma in the waste bag. The patient was transfused with (B)(6) units of red blood cells (rbcs) prior to the tpe procedure. At the beginning of the procedure, the rn could not see clear separation of cells in the channel and the red cell layer would not lower. She increased the patient's hematocrit (hct) from (B)(6) with no change. The customer contacted terumo bct support specialist for troubleshooting. The support specialist advised the customer to increase the hct to (B)(6). No change was observed in the interface and the hct was decreased to (B)(6). Support specialist informed the customer to pause the procedure immediately and to notify the physician. Per physician's order, the procedure was continued, haptoglobin and ldh tests were ordered to confirm hemolysis. The customer stated that the lab test results were within normal range and no medical intervention was necessary for this event. They suspect the hemolysis was due to patient's condition. The customer declined to provide the patient identifier and weight. The disposable set is not available for return because it was discarded by the customer.